Event description:
Pts tibial stem broke dueing ambulation. Amputation ofo the righrt lower extremity was performed.

Manufacturer narrative:
Summary of evaluation: the tibial component can not be evaluated for the reported stem breakage as it has not been returned to co but rather is still implanted. The lot code has not been supplied so that a review of the device history record for this component is not possible. Attempts to obtain lot code information have been unsuccessful.